Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes high lead impedance and an intermittent loss of sensing and capture in the atrial channel. During the surgery to replace the atrial lead, the atrial set screw broke off in the header and the screw could not be removed. A loss of ventricular capture and sensing was also noted during surgery and the pacer was replaced.~~~~~